Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented after receiving a shock from the cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation it was noted that the shock was inappropriate due to oversensing of noise on the right ventricular (rv) channel. Further review found noise on the ra channel along with farfield and crosstalk sensing. Since the crt-d was implanted lower in the pocket, it was thought that the patient had twiddled the device and dislodged the leads. An x-ray was taken which showed the leads were dislodged and twisted, confirming twiddler's syndrome. A revision procedure was performed where the rv lead was successfully repositioned. When the physician attempted to reposition the ra lead the helix would not re-extend, thus the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially retracted with tissue around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was not able to confirm the field allegations of oversensing noise and lead dislodgement.